Manufacturer narrative:
Evaluation of this device on site supports that the monitoring system is functioning as designed and intended. Preliminary investigation shows that some or all of the alarms were silenced by users. Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation. A supplemental report will be submitted when the investigation is completed.

Event description:
The customer reported that there was no red visual or alarm or sound at the central monitor.